Manufacturer narrative:
H11: the device was not received for evaluation; however, the device was inspected on site by a qualified local technician. The ultrafiltration (uf) measuring unit was found to be defective. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failure of the uf unit which was replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during hemodialysis therapy with an ak 96 machine, excessive fluid removal was observed and described as "an ultrafiltration unit problem". There was no report of patient injury or medical intervention associated with this event. No additional information is available.